Event description:
It was reported that the patient's cardiac monitoring device was not properly recording data. The patient's previous remote monitor was returned due to nightly audits not being transmitted. A new remote monitor was sent out to patient, however, the patient was still unable to send nightly audits. It was confirmed that the cardiac monitoring device was not properly turned on at the time of the implant, and has since been turned on. The patient's transmissions have since been successful when sent manually and patient was advised on nightly audit submission times. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).